Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The obturator was received. The insufflation bulb was received. The dissector balloon was disengaged. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the disengaged dissector balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the product split open and fell apart while inside the patient. Removed all the pieces from the patient. Reporter was not given any additional information.